Manufacturer narrative:
Follow-up #1: date of submission 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2018 with the following findings: review of the black box data revealed records of unexplained power on reset events. The battery compartment was confirmed to be damaged and the returned battery cap had stripped threads and was no able to maintain electrical connection when placed on the pump. Investigation duplicated the intermittent power complaint while with the damaged returned battery cap in place. A test cap was able to secure properly to the pump and the pump was exercised for 24 hours without any interruption in power with the test cap in use. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.